Event description:
On (B)(6) 2010 pt reported the up button on his infusion device stopped working. He stated it was intermittent in responding so he has to push it extremely hard to get it to respond. Pt previously reported issues with the down button and a replacement infusion device was sent. Pt reported that the same day he called, the up button also stopped responding. He has since received a new infusion device. Pt stated he just called to report that the up button was also not working; neither button is responding consistently. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was already replaced; reminded pt to return alleged infusion device for eval.